Event description:
As a part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was found to be possibly related to a short-circuit condition. The reporter indicated that a vns patient had requested that his vns device be explanted as he felt that he had not received efficacy from therapy and added that his device had been programmed off for quite some time. A review of the patent's programming history revealed that the patient's generator was near end of service prior to device disablement. Good faith attempts to the patient's treating vns therapy physician assessment of the patient's lack of efficacy have been unsuccessful to date. Follow up with the patient's surgical facility revealed that the explanted device had been disposed of following surgery.

Manufacturer narrative:
Device failure is suspected.